Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had clotted inner lumen. There was no harm or injury reported.

Manufacturer narrative:
Esp personnel explained the aspiration and flushing should be completed on insertion and advised that most likely the inner lumen was clotted and I advised for inner lumen to remained capped, labeled do not use due to risk for thrombus, and report to the ongoing nurses the reason the inner lumen was capped.